Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update on the status of this report. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based on evaluation of the user facility information and a retention sample from the reported product code/lot number combination. Visual inspection revealed no defects. The retention sample was rinsed, dried and then tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the retention sample, with the obtained values meeting the manufacturing specifications. The investigation result verified that the retention sample was the normal product and revealed no anomalies or defects which could lead to the reported insufficient gas-exchange. Although the exact cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Manufacturer narrative:
D4: UDI - not yet required for this product code/lot number combinaiton, however the di portion was provided. The actual device has not been returned to the manufacturing facility for evaluation. For this reason, evaluation code 11 was used in the conclusions section of h6. A follow up report will be submitted within 30 days of this report being sent. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas-exchange in the fx05 capiox device during cardiopulmonary bypass. Follow up communication with the user facility confirmed the following information: when on pump, the fi02 is (B)(4), setting the patient oxygenator they increased the fi02 to (B)(4); the oxygenator then started to oxygenate to a (B)(4); the product was not changed out; the surgery was completed successfully; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update on the status of this report. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.